Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient was going to the bathroom more frequently on saturday ((B)(6) 2017) and had to turn stimulation up. It was noted that stimulation was really irritating and uncomfortable last night ((B)(6) 2017) and the patient needed to turn stimulation down. It was reported that the patient¿s programmer did not work, they kept getting a splash screen, it would not shut off, and they could not turn stimulation down ((B)(6) 2017). The patient changed the batteries and removed the batteries. The patient was at their healthcare provider¿s (hcp) office this morning and the hcp figured the issue out. It was reviewed that the patient should get new (B)(6) batteries and that should resolve the issue. The patient got new (B)(6) batteries and their programmer was working. The patient was able to decrease stimulation to a comfortable level and was no longer getting the ¿shock treatment.¿ it was noted that the patient was informed they could change channels, and when they first got the implant, that if they were doing yardwork and stuff, things might move around. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.